Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for the chordal rupture. It was reported that the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted without issue. The second clip (60908u136) was implanted and a chordal rupture was noted. It was unknown how the chordal rupture occurred, as there were no difficulties noted during deployment of the second clip. A third clip was implanted to treat the mr and the chordal rupture. At this time, the mr had been reduced from grade 4 to grade 3-4. Two additional clips were attempted, but were unable to grasp the leaflets and were removed. The patient was then sent to surgery for a mitral valve replacement and the three implanted clips were explanted. Post-surgery, the patient was in stable condition. No additional information was provided.